Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, non-sustained rv oversensing issue due to lead noise issue and possible lead damage issue was observed. The signals had varying amplitude and intervals and lead provocative tests were performed. Lead noise was unable to reproduce the oversensing or noise on the rv sensing amplitude. Programming changes were not possible. It was recommended to perform lead revision. Patient was stable. No further information available.